Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. Upon eval the trunk cable connector was cracked. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
During the investigation of electrode belt (B)(4) for an unrelated complaint, a reportable problem was discovered. The trunk cable connector was damaged. The pt was issued a replacement electrode belt.